Manufacturer narrative:
The reported event of ¿the impedance was out of range¿ was not confirmed. A complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that patient presented for a scheduled procedure. During procedure it was noted that lead exhibited impedance problem. The lead was replaced with new lead as a result. Patient condition was stable.